Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 401158 lead, implanted: (B)(6) 1986.(B)(4).

Event description:
It was reported that during a routine device replacement procedure, the right atrial and right ventricular leads were capped and replaced; they were noted to be "unusable." Follow-up was attempted to determine what caused the leads to be unusable, but no further information could be obtained. No patient complications have been reported as a result of this event.